Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Unknown when non-union started. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted for the (sterile) part. The report indicates that the manufacturing site: (B)(4) supplier: (B)(4) manufacturing date: 12. Feb. 2013 expiry date: 31. Jan. 2022 part was manufactured in the us under part 04.004.555 with lot 7238791, packaging and sterilization was made at synthes (B)(4). The manufacturing documents of the packaging and sterilization process were reviewed and no complaint related issues were found. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon removed and replaced a tibial nail due to non-union on (B)(6) 2016. Original fracture was a distal third oblique fracture with estimated 4 cm of posterior bone loss at fracture site. On (B)(6) 2015 patient was placed with a 11 mm ti cannulated tibial nail - ex/375mm-sterlie, two locking screws were placed proximally (one static and one dynamic) and three locking screws replaced distally. At some point the nail was dynamized by removing the proximal static screw. The original nail came out without any difficulty. The new nail and five locking screws were used. Two proximally (static and dynamic) and three distally (both medial lateral and distal oblique). This report is 1 of 2 for (B)(4).